Event description:
It has been reported through (B)(4) the cot was being unloaded with a pt lying on it and while uploading, the legs at the head end retracted and the pt fell. There was a pt involved at the time of the incident but there were no adverse consequences reported.